Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the preclose technique was not used. The electronic perclose proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique would not have contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Device code (B)(4).

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after an electrophysiology (ep) interventional procedure using an 8.5f sheath. Reportedly, no audible click was heard when the needle plunger was pushed down (step 2). Therefore, the foot was retracted and the device was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.